Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: a review of the black box showed one reboot on the date of the complaint. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad. The battery cap was not returned with the pump. A test cap successfully attached to the pump and completed 24 hour testing. No power on resets were duplicated during investigation. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.